Event description:
Discordant, false positive troponin ultra (tni ul) results were obtained on three patients on an advia centaur xp instrument. The initial results were reported to the physician(s). The physician(s) prescribed medication that was administered to the patient(s) based on the discordant results. The customer repeated the same samples on the same instrument and the corrected results were reported to the physician(s). No other patient intervention is known, due to the discordant tni ul results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site to evaluate the instrument and instrument data. The fse determined that the cause of the discordant troponin ultra (tni ul) results was unknown. The fse proactively replaced the wash separation manifold, wash guides, reagent probe 1 and checked instrument valves. The fse ran qc and recalibrated tni ul. The instrument is performing within specifications. Further evaluation of the device is not required.